Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during a 100 ml infusion of vasopressin (dose and delivery rate unknown) at the intensive care unit (ICU), post-anesthesia care unit (pacu) or emergency department (ed) care area. The medication vessel was found to be completely full after 4 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.